Event description:
Since having toric lens implants, I have had a lot of "crinkling" as described by dr. Also l eye has floating lights when closing eyes. Occasionally see small halos. These side effects noted only after implants. Diagnosis or reason for use: lens implants to help astigmatism done as pt had cataracts.